Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking/jolting sensation that traveled up his spine when stimulation was turned on. It was noted shocking occurred during certain movements: when the patient was lying on the left side, sitting down, or leaning forward. The patient was unsure whether it was because the lead was not completely healed since surgery on (B)(6) 2013. The shocking reportedly became more intense the day of current report and lasted for a few minutes. It was reported the incision area was very tender, especially the day of current report. Onset of symptoms was noted to be 1 week ago. Symptoms were noted to be intermittent and at the lead location. It was reported the patient was charging, turned off the device, and it wasn¿t shocking when off. The patient reportedly couldn¿t switch groups, but was able to lower stimulation which decreased the intensity. No falls or trauma reported. The patient¿s status was undetermined. It was reported the patient had an appointment on (B)(6) 2014. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.